Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, six tubes were received with no labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 29-dec-2025. H.3 device eval by manufacturer? Yes. Investigation summary: bd received 6 samples and one photo for investigation. The photo shows six tubes with no unit labels. The six customer samples were subjected to a visual inspection for missing label; all tubes returned were missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, six tubes were received with no labels. No adverse impact was reported regarding the patient or user.